Manufacturer narrative:
According to the facility, "I went into my patient's room and noticed that tube feed was leaking from the tube feed stop cock". The facility stated the device did not completely break but it is leaking. The facility reported that the lot number was "10193489012569" however this is an invalid lot number for this product. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "I went into my patient's room and noticed that tube feed was leaking from the tube feed stop cock". The facility stated the device did not completely break but it is leaking.